Event description:
The physician felt increased friction when advancing the complaint instrument over the v-18 guide wire towards the lesion. Once positioned within the lesion, the stent could not be released.

Manufacturer narrative:
The complaint instrument was returned with a 0.018 guide wire still inside the guide wire lumen. The guide wire was stuck and could not be removed. The stent is still fully constricted underneath the outer shaft. The proximal third of the stent is axially compressed and the proximal x-ray markers have been pushed against the proximal stent stopper, causing the blockage of the distal outer shaft. The inner shaft was found buckled distal to the metal tube where the knife is mounted on, most likely causing the blockage of the guide wire. The buckling of the inner shaft is most likely a result of the blockage of the outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified. The final root cause for the reported event could not be determined.